Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the reported lot number n4l62r is for an har9f device. The reported device is fcs9. What is the product code of this device? What is the lot or batch number of this device? Did the titanium blade break off of the device?

Event description:
It was reported that during a thyroidectomy procedure, the surgeon informed the tip of the shear broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.